Event description:
It was reported that in (B)(6) 2013, that patient was in the hospital for ten days due to an infection that developed into septic, which was treated through intravenous (IV) antibiotics. The patient mentioned that this was after the leads were implanted, although the implantable neurostimulator (ins) and extension were the most recent things implanted at the time. The patient was not sure if the infection was related to the leads or what it originated from. The patient outcome was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported that the patient was still having concerns regarding her device or therapy, but was working with her doctor or manufacturer representative with an appointment scheduled for (B)(6) 2015. The patient outcome had still not been reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0bfhx, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) reviewed all of the patient's records for the time frame of (B)(6) 2013. The patient had pancreatitis as well as a kidney infection during that time that were not related to the system. The records did not show a device related issue during that time.